Event description:
It was reported that during a mastectomy procedure, this cardiac resynchronization therapy defibrillator (crt-d) over sensed electromagnetic interference (emi) which was marked by the device as several ventricular tachycardia/fibrillation events and subsequently triggered a false positive signal artifact monitor (sam) event. Technical services (ts) was consulted, and guidance was provided on how to program the respiratory rate trend feature back on. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was explanted and replaced due to normal battery depletion. The device was returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a mastectomy procedure, this cardiac resynchronization therapy defibrillator (crt-d) over sensed electromagnetic interference (emi) which was marked by the device as several ventricular tachycardia/fibrillation events and subsequently triggered a false positive signal artifact monitor (sam) event. Technical services (ts) was consulted, and guidance was provided on how to program the respiratory rate trend feature back on. No adverse patient effects were reported. This device remains in service.